Manufacturer narrative:
The two bladderscan bvi 9400 batteries and charger were returned to verathon for evaluation. A verathon technical service representative evaluated the returned items and confirmed from visual inspection evidence of melting on one of the returned batteries and the charger. Upon completion of the evaluation by the verathon technical service representative, the batteries and charger were provided to verathon's engineering department for further evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that two (2) bladderscan bvi 9400 batteries and a charger were involved in a thermal event at a facility. It was reported that the batteries were on the charger located in a clean utility room when the event occurred. No injuries were reported.

Manufacturer narrative:
Following verathon's initial evaluation of the returned bladderscan bvi 9400 batteries and charger, additional failure analysis was conducted by an independent, third-party laboratory. Evidence indicates foreign material within the battery caused corrosion leading to conductive paths and board heating. No evidence was found indicating the foreign material was cell electrolyte. Subsequent studies from a secondary independent, third-party laboratory further support that the foreign material was from a corrosive compound containing nitrogen, phosphorus, and sulfur at high enough concentrations to suggest chemical exposure such as detergent or cleaning solution. Approximately two inches of the polymer battery enclosure showed signs of melting as well as approximately 2 inches of the polymer in the right pocket of the charger. It was concluded that the heat damage to the battery and charger is consistent with damage originating from overheating of an inner layer trace on the battery's printed circuit module. The cells showed no evidence of bulging, venting or leaking - there is no evidence to support that the ionic substance was cell electrolyte. The source of the substance was not determined based on the available evidence, however it is possible that exposure to a cleaning solution may have caused chemical corrosion and elecromigration shorts on the battery's pcba. The bladderscan bvi 9400 operations & maintenance manual (omm) contains a warning that states: "never short-circuit the battery by either accidentally or intentionally bringing the battery terminals into contact with any other conductive object. This could cause serious injury or fire and could also damage the battery and the bladderscan device." Trend analysis for the bladderscan bvi 9400 does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.